Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent condition. There was visible contamination between the cases and by the battery compartment. The event history log was reviewed and there was a base hardware failure in the history. The power up process was conducted and biomed diagnostics was used to monitor the battery status. The reported issue was able to be duplicated during the power up process. Contamination was found in the interconnect board. Base hardware "failed value= 24.00. The battery readings were all "0". This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. The interconnect board, radio board and battery were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a base hardware failure. There was no reported adverse.